Event description:
Additional information was received that per the physician, the vessel damage was created by a possible calcium shelf, dilator and sheath prior to attempting the delivery catheter system (dcs) to pass. The patient's external iliac artery calcium contributed to the event. Per the physician, the dcs can be excluded as a contributing cause to the vessel damage and death.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, the right femoral artery was used as the access site, and the minimum diameter of the access vessel was 5.3 millimeters (mm). During delivery catheter system (dcs) advancement, the dcs was unable to advance through the iliac artery, and a rupture at the right external iliac artery was observed. Subsequently, stents were implanted in the external iliac artery extending from right iliac arm to the right common femoral artery, and the valve was never implanted. On the same day as the implant procedure, the patient died. The reported cause of death was due to the ruptured right external iliac artery and ventricular tachycardia. Per the physician, the cause of the rupture was likely due to the pre-dilator or large bore sheath.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.